Event description:
It was reported upon opening the package, the guidewire was bent. No patient involvement. Another device was obtained for use.

Manufacturer narrative:
(B)(4).

Event description:
It was reported upon opening the package, the guidewire was bent. No patient involvement. Another device was obtained for use.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided one photo for analysis. The complaint of a swg kinked prior to use was not able to be confirmed by the photo. The photo only displayed a picture of the original product defect report. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged." The customer report of a swg kinked prior to use was not able to be confirmed by visual inspection of the customer supplied photo. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.